Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of an anaphylactic episode and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of swollen tongue and throat, difficulty breathing, headaches, joint pain and a low grade anaphylactic episode. The patient did not report requiring any medical intervention due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treating doctor did not consider the event was serious or life threatening to the patient.